Manufacturer narrative:
Device evaluation by MFR: the express device was not returned to the complaint investigation site (cis) for analysis. The media attached to this complaint was reviewed and the findings were the following: it is clear that the stent is fractured. The stent was placed in the right subclavian artery and seemed well opposed to the arterial wall. There is considerable anatomical movement of the anterior and middle scalene muscles through which the subclavian artery passes as well as between the first rib and clavicle, so metal fatigue resulting in fracture, which is most likely in this location.

Event description:
It was reported that stent fracture occurred. An express ld stent was selected for use to treat sever stenosis located in the right initial subclavian artery. The stent was successfully implanted on (B)(6) 2022. During a follow-up on september 13, 2022, a stent fracture was found by contrast-enhance examination. There were no patient complications reported and the patient condition was stable. There are no plans for intervention.

Event description:
It was reported that stent fracture occurred. An express ld stent was selected for use to treat sever stenosis located in the right initial subclavian artery. The stent was successfully implanted on (B)(6) 2022. During a follow-up on (B)(6) 2022, a stent fracture was found by contrast-enhance examination. There were no patient complications reported and the patient condition was stable. There are no plans for intervention.